Event description:
It was reported that a physician in training attempted arteriotomy closure using the starclose device after an interventional procedure. Reportedly, the device was difficult to remove. The device was surgically removed, via the cut down technique. The device did not achieve hemostasis, it was surgically achieved. There were no patient effects. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.